Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post laminectomy pain. It was reported that the patient was getting an MRI. The caller reported that the patient came in paralyzed and was not sure what caused it. The caller was going to perform an MRI. The patient also reported that they had been throwing up for a month. The caller reported about 3 days prior to the patient kept on falling over and over the course of an hour or two and the patient had lost their ability to move. The caller reported that they checked the patient's cerebrospinal fluid and it was not related to that. The patient reported that they had lost sensation from the nipples down. The caller stated they do not know the cause. The caller stated they checked to see if it was due to a bacterial infection and that was ruled out. It was reviewed that the patient was limited to head-only MRI. The hcp indicated that there were concerns that the scs system may be involved as the issues occur at the same level as the leads. The caller stated that the patient had acute onset on (B)(6) further information was received from the hcp stating that the final diagnosis was guillain-barre secondary to viral etiology. The hcp stated that it would explain the viral prodrome. No diagnostics were available as the patient was not at the hcp office. The action and resolution is unknown as the patient is hospitalized. No further complications were reported. No device allegations were made.